Manufacturer narrative:
Investigation: visual inspection: deposits in the pediatric prechamber. Hole in the catheter. Permeability test: the test showed that the progav 2.0 shunt system is non-permeable. To determine the location of the occlusion, the shunt system was dismantled and each element was tested individually for permeability. The test showed that the progav 2.0 and the shuntassistant are non-permeable, while the pediatric prechamber, the ventricular catheter and the peritoneal catheter are permeable. Computer control test: due to the non-permeability of the valves, the computer-controlled test is not applicable. Adjustability test: the progav 2.0 was found to be non-adjustable within the specified range. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force test indicates that the brake function of the progav 2.0 is present. Due to the non-adjustability of the valve, as detailed in section above, an investigation of the braking force was not possible. Internal inspection of product: after dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we have determined that there was a blockage and a non-adjustability in the shunt system at the time of our investigation. Detected deposits could be named as the cause of the malfunction. Existing deposits in the csf can temporarily impair the function of the shunt system and is described as concomitant symptoms in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
It was reported that a progav 2.0 shunt system (part # fx439-t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system was believed to be operated in underdrainage and had adjustment difficulties. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 1 year and 7 months. Height: 80 centimeters (cm). Weight: 12 kilograms (kg). Gender: male.